Event description:
The user called the emergency support program to report that the inner lumen of a sensation plus 8 fr 50 cc catheter was clotted, resulting in an inability to aspirate. No patient harm was reported.

Manufacturer narrative:
It was advised that medications are not recommended to clear the lumen and was instructed to use an alternative arterial pressure source, such as a radial arterial line connected to the console. The user agreed with the recommendation.